Event description:
Related manufacturer reference number: 3006705815-2022-16719. It was reported the patient experienced ineffective therapy because one lead migrated. As a result, the lead was replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000111032. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Please note this report submission is not late. The report is resubmitted per the request from the FDA, due to missing 3rd acknowledgement. This is caused by an FDA esg server issue from september 21 ¿ 23, 2022. This issue is documented in helpticket (B)(4). The initial submission attempt was performed on 23 september 2022.

Manufacturer narrative:
The reported event of lead migration was not confirmed. This issue cannot be confirmed with product analysis. As received, the lead was received incomplete with only the terminal end lead segment (38.5cm) being returned. The lead was cut due to the explant procedure. Microscopic inspection of the terminal end lead segment did not identify any fractures. Full functional test could not be performed due to being incomplete.